Event description:
A technician reported that following bilateral intraocular lens (iol) implant surgeries, a pt is not satisfied with the outcome as there is residual cylinder and myopia. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a number or any identification traceable to the mfg documentation. There was not enough info provided from the account to properly complete an investigation. Additional info was requested on 04/10/2012 and 04/24/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).